Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the receptionist reported that the lens had been explanted and the patient took the sample home.

Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported that after an intraocular lens (iol) was implanted, he noted glistenings in the implanted lens. Additional information was requested. No intervention has been verified at this time.